Event description:
It was reported that during the indirect decompression (ID) spacer implant procedure, once the spacer was almost fully deployed, the physician noticed that the cap was partially off. The physician removed the cap and proceeded to remove the rest of the spacer. The shaft broke off first and then the rest of the spacer came out. The spacer was discarded by the medical facility.